Event description:
It was reported that the left ventricular (lv) lead dislodged. Therefore the lv lead was removed and replaced with a new lead. Nop atient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted that a visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6944 implantable tachy lead (B)(6) 2012; 5594 implantable pacing lead (B)(6) 2012. (B)(4).